Manufacturer narrative:
The event of inadequate tissue ingrowth is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done.

Event description:
Healthcare professional reported bilateral placement of seri® surgical scaffold for ¿pectoralis extension¿ during mastectomy reconstruction surgery on (B)(6) 2015. ¿unincorporated¿ seri® scaffold was noted during revision on (B)(6) 2016. Seri® was explanted entirely as 100% of the device was ¿unincorporated¿. Concomitantly placed non-allergan breast implants remain implanted.